Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels exceeded 600 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. Patient went to the emergency room and was diagnosed with diabetic ketoacidosis (dka). Patient was treated with fluids and an insulin drip. After that they treated the patient with insulin (lantus and lispro) injections. Patient remained in the hospital for about 10 hours.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification and did not appear bent/kinked. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Pod download data showed 0x29 (41) alarm generated and it is an auto deactivate safety feature of the device. The alarm indicated alert 0 had transitioned to alarm. Alert 0 is used as auto-off alert which is intended to force the user to communicate with the pod within a certain time interval set by the user. Generation of the alarm stopped the delivery of insulin.